Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge was observed to be jumping. The customer reported the battery dropped from 55% to 35% wile connected to a power source then back up to 100% after being disconnected. The customer¿s blood glucose was not impacted. Reportedly the customer would continue to use the pump for insulin therapy.